Event description:
It was reported that loss of sensing and capture was observed one day post implant. The lead had perforated the rv apex. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.